Event description:
It was reported that few of the patients currently use magic 3 and magic 3 go catheters and they have found that the intermittent catheters vary in width, despite the french size being the same. They have noticed that with both the 8 fr and 10 fr catheters. At first, they thought that it might just have been a discrepancy with the one box they received, however, they noticed that the issue has continued, therefore, they have requested a product change. In all of their years of using the magic 3 catheters, they have never found that to be an issue until this year.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.